Event description:
It was reported that, "patella was overstuffed, it was removed and new patella implanted."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Surgeon kept implant. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.